Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information from health care professional indicating that this pacemaker has depleted faster than expected. The health care professional requested a review. Technical services reviewed device's data and found high energy consumption. Technical services recommended to have the pacemaker replace immediately. It was discussed that the cause could be attributed to a faulty component. This pacemaker was explanted. No additional adverse patient effects were reported.